Event description:
Per voluntary medwatch report: " about two weeks prior to 12/26/05, I started to feel like I needed to blink my eyes more than usual. It felt like maybe something could've been on my contact- it was more on the right eye- or it may have been torn somehow, but I just replaced them days prior. They started to get a dry feeling so I used opti-free and re nu when I would clean them or just needed a moisten. With the holidays coming real soon, I pushed off seeing the dr. While driving to do some last minute shopping, my eyes started hurting and watering so bad from the sensitivity to the sun, that I had to pull over. I pushed my way through christmas and went to the emergency room." The consumer was contacted for additional details. She responded indicating the ulcer was bacterial and she has attributed it to her use of the renu product, which she has used for approximatedly 10 years. The consumer indicates she began use of the alcon product in may 2005. With her letter, the consumer returned the product and one contact lens worn at the time of the events. The product was expired at the time of use. The consumer has not responded to additional requests for info and has not provided access to her attending physician or other healthcare professional.

Manufacturer narrative:
H-6: the product was returned to the manufacturer, however it was expired at the time of use and therefore has not been analyzed. The manufactured product met specifications at the time of release. This report mailed to FDA on: 30 june 2006.